Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt experienced a break in aseptic technique further described as the place she recently moved in to had old rugs with dust. The pt had tile floors put down to remove the old carpeting and dust which had lead to the peritonitis. Treatment was not reported. The patient was not hospitalized for the event. At the time of this report, the peritonitis was resolved, and the pt was recovered. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.